Manufacturer narrative:
Vyaire medical file identification: (B)(4). The technical support evaluated the information given by the customer. It was recommended that the transducer should be calibrated. The customer confirmed that the issue of the ventilator was cleared after the calibration.

Event description:
The customer reported to vyaire medical that the avea ventilator fio2 (fraction of inspired oxygen) reading is high. At this time, there is no information regarding patient involvement associated with the reported event.